Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "fm got mixed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided by your facility. Bd received a total of 50 insyte autoguard 20ga units. The units were received inside sealed packages and within a dispenser from lot number 9007649. All contents within the packages were intact. Through the visual examination green labels were adhered to the bottom film of 45 of the 50 packages received. The labels were removed for visual examination. 1 of the (B)(4) units had a pink sticky note attached to the package. This unit revealed a black speck on the grip of the assembly. Your reported issue was confirmed. The black speck that was observed on the unit was confirmed to be burnt particulate resin that was a result of the molding process of the winged adapter. The burnt resin material is cosmetic only and does not affect function of the product. The photographs displayed similar findings to that of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter: "fm got mixed."